Event description:
On the event date, the device was set to run at 64 ml/hr, and 480 ml of an enteral feeding solution were hung. At 2110, all of the feeding solution had been delivered. The 2100 hourly reading of the pump indicated only 39ml had been delievred. The pt was found apneic and cyanotic and required bag/mask ventilation and chest conpressions. Pt was transferred to the picu. Antibiotics administered to treat aspiriation pnemonia. Pt was discharged 9 days later. One pt invovled.